Manufacturer narrative:
(B)(4). Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the product code was a 5mm ethicon clip applier. Can you please confirm that the product that was used was an el5ml (ligamax)? Were there difficulties with the device in the initial procedure? If yes, please explain in detail. Is it the user¿s normal routine to load and inspect the clip off vessel prior to firing? How was the leak identified? How was the leak addressed? Were there any clip formation issues noted during the care of the patient? (B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that the product code was a 5mm ethicon clip applier. Can you please confirm that the product that was used was an el5ml (ligamax)? Confirmed were there difficulties with the device in the initial procedure? No difficulties reported by surgeon is it the user¿s normal routine to load and inspect the clip off vessel prior to firing? Yes. How was the leak identified? Ercp. How was the leak addressed?, ercp, sphincterotomy, biliary stent placement. Were there any clip formation issues noted during the care of the patient? None noted.